Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The jaws opened with no issue but closing was prevented due to the bent grip. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument jaws were not opening after deploying the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event occurred on 10/04/2024. The instrument was inspected with no noted damage. The clip did not fall into the patient. A medium green hem-o-lok clip was used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the first clip application attempt. A new clip applier was used to resolve the issue. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no unexpected blood loss.